Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that during surgery while using mesher the graft and plate would not feed during ratcheting. The ratchet was getting stuck and not fully engaging so it would not pull the carrier through. The surgeon was able to get the handle to engage after hitting with the back end of a cobb. No additional skin graft was needed. The original graft was used. There was no harm, no delay, and no medical intervention. No adverse events were reported as a result of this malfunction. No additional information is available.

Manufacturer narrative:
For both devices review of the most recent repair record determined the handle was confirmed to not latch the roller, ratchet gear, side plate, and sliding pin were damaged. The roller, ratchet gear, side plate and sliding pin were replaced and resolved the reported issue. For serial number (B)(6) review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.